Event description:
The customer reported that during a pt event they were unable to obtain an etco2 reading/waveform due to the connector port being pushed in. There was no negative pt impact.

Manufacturer narrative:
(B)(4). The customer reported that during a pt event they were unable to obtain an etco2 reading/waveform due to the connector port being pushed in. There was no negative pt impact. The complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.